Event description:
It was reported by patient's legal representative that patient underwent a left total hip arthroplasty on an unknown date and subsequently, has undefined complaints. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Implant date - unknown. Explant date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 3002806535-2013-00165 & 1825034-2013-03659 & 3002806535-2015-04043 & 3002806535-2016-00334 / 00335). This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a left total hip revision procedure approximately thirty-two months post-implantation due to allegations of clicking sensation, stiffness, discomfort and elevated metal ion levels this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 18 states, "delayed wound healing." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04043 and 3002806535- 2013-00165).

Event description:
It was reported by patient's legal representative that patient underwent a left total hip arthroplasty on an unknown date and subsequently, has undefined complaints. No further information has been received. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel noted patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2011 allegedly due to clicking sensation, stiffness, discomfort and elevated metal ion levels.